Event description:
It was reported that the patient experienced mechanical issues as one of the inflatable penile prosthesis (ipp) cylinders had not worked for around 6 months. A replacement surgery was performed in which the existing ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues as one of the inflatable penile prosthesis (ipp) cylinders had not worked for around 6 months. A replacement surgery was performed in which the existing ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced mechanical issues as one of the inflatable penile prosthesis (ipp) cylinders had not worked for around 6 months. A replacement surgery was performed in which the existing ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.